Event description:
Customer reported an underinfusion of dopamine on a critically ill patient. At 2:00 am, the user started an infusion of dopamine to run at 20 ml/hr. At 5:00 am, the pump alarmed the infusion was complete. The nurse noted the 500 ml bag containing the dopamine was still full and when she opened the lvp door, she noted a kink or "melded" area in the pumping segment of the IV tubing. She reported fluid above and air below the kink area. At 18 hours after the event the patient died; customer reports that the underinfusion may have contributed to but did not directly cause the patient's death. Prior to returning the IV tubing for investigation, the customer reported that the tubing was no longer "melded together" and has marked the site of the anomaly. One used set model 2420-0500, lot unknown, with customer markings on the section of the silicone tubing at the site where it was reported to be "melded together" and associated lvp module were received for evaluation. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Patient information requested and all available information is included.